Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient stated that, infusion sets frequently came apart and had 8 of them that needed to be replaced. The patient reported, that the blood glucose was high (329 mg/dl) when he woke up and it came off from his body. He was using quick set infusion. The site location was back side, and pump was located on the pillow while sleeping. The infusions were stored, in the closet in bathroom at room temperature. He was not sure about stress or pull on the tubing as he was sleeping, and the pump wasn't dropped with the set connected to the body. No further information available.